Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction to the sensor adhesive that required medical intervention. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported she had an allergic reaction to the sensor glue which was confirmed by her general practitioner. The area under the sensor patch was red with raised bumps. No data or product was provided for investigation; however, a photograph was provided. Confirmation of the complaint was confirmed via photographic inspection. The root cause could not be determined. No additional event or patient information is available.